Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 55 mg/dl and glucose tablets were consumed to address the bg level. The cause of the low bg was not known. The customer declined tandem customer technical support's (cts) offer to upload the pump data for review. Cts advised the customer to discuss the low bg with a healthcare provider.